Event description:
Pt reported that the lancet is not fully retracting inside of the device, resulting in the lancet protruding from the device's end cap. Pt noted that, while trying to manually remove the lancet from its carrier (rather than using the ejection sleeve), she accidentally punctured her finger. No resultant injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.